Event description:
We used an ethicon circular 25 mm stapler for an anastomosis between the jejunum and the esophagus after a total gastrectomy. We tested the anastomosis intraoperatively with endoscopic insufflation under saline immersion, and we had complete doughnuts. However, the pt developed a leak and had a 2 month hosp stay with several operative interventions to manage his problem. The conduit and the esophagus appeared healthy at the time of surgery and the leak became evident in retrospect on pod#2. FDA safety report ID# (B)(4).